Manufacturer narrative:
Follow-up (1/27/2014)-device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on 1/13/2014 with the following findings: further investigation was conducted in regards to the broken seal of the test strip vial. Failure investigation concluded that the seal had been open by a sharp object such as a knife. This could have occurred during manufacture as part of a rework process or once the product left lifescan's control. The occurrence of the defect is very low. A DHR review did not identify any rework activity that would have resulted in this issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (10/17/2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on 10/2/2013 and 10/8/2013, respectively, with the following findings:the test strips involved with this complaint failed testing. The test strips were evaluated and found to have the closure seal broken on strip carton. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6)2013, the reporter contacted lifescan (B)(4), alleging that the sail of the test strips were broken. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent to the patient.